Manufacturer narrative:
Concomitant medical product: 4024-58 lead, implanted: (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that while in the audience at church, they "felt instantly weak". The patient expressed concern that their symptoms were related to possible interference from the new speakers and microphone system that were put in at church. No additional information could be obtained through follow-up. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.